Event description:
While attempting to shock patient during a code, the device gave a "poor pad contact" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.